Event description:
Pt arrested during surgical procedure. Internal paddles connected to defibrillator. Defibrillator charged, but would not fire after several attempts. Alternate defibrillator used without any issues. Non-functioning defibrillator removed from service and sent to biomedical engineering for evaluation.